Manufacturer narrative:
Measure: this issue only impacts this device. Analyze: the suction ring placement is de-centered with poor docking to the patient. Suction is less than adequate which lead to minor patient movement. Patient movement is noted at the start of the ak which caused the ak to perforate. Laser functioned as designed. Root cause: poor centration and docking combined with patient movement contributed to the perforated ak.

Event description:
P1008 - corneal perforation - issue: on (B)(6) 2022, while (B)(6) site, dr. (B)(6) ((B)(4)) noted on case #(B)(4) a perforated corneafrom the ak that was performed.

Manufacturer narrative:
Measure: this issue only impacts this device. Analyze: the suction ring placement is de-centered with poor docking to the patient. Suction is less than adequate which lead to minor patient movement. Patient movement is noted at the start of the ak which caused the ak to perforate. Laser functioned as designed. Root cause: poor centration and docking combined with patient movement contributed to the perforated ak.

Event description:
P1008 - corneal perforation - issue: on 08/10/2022, while (B)(6)site, dr. (B)(6) noted on case #41 a perforated cornea from the ak that was performed.